Manufacturer narrative:
An investigation was performed for this device. A visual inspection showed no exterior discrepancies. A simulated treatment was performed and concluded with no issues and no alarms. All functional tests passed. A review pf the device history records was performed. There were no unexplained variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. The reported symptoms are unconfirmed. A review was performed by the post market clinical dept. Per the pharmacovigilance associate, there was no evidence of malfunction. Device thermistors are calibrated and within specification. There was no serious injury to the pt, no peritonitis episode or any acute event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
A peritoneal dialysis pt called fresenius tech support and stated last three days when in treatment she noticed that the fluid was too hot when the cycler was filling her and it was causing her lots of pain. She stated she went to the doctors and they checked her over and gave her antibiotics. The pt stated the cycler was off and has not used it today. Tech support was unable to get the reading of the thermistor because she was not in treatment or setup. Tech support replaced the cycler and advised pt to contact her peritoneal dialysis nurse.